Event description:
Boston scientific received information that approximately 5 months ago this patient had a implantable cardioverter defibrillator (ICD) generator change-out and this chronic rv lead was attached to the new device. At that time, the shock lead impedances were normal at approximately 50 ohms, but then 2 days after the procedure a slow chronic rise in shock lead impedance measurements was noted, and recently daily measurements > 120 ohms were noted. The patient was seen in the clinic and when testing was done, the shock lead impedance measured > 125 ohms in both single and dual coil configurations. The field representative consulted with boston scientific technical services (ts) and evaluation options were discussed. The field representative was going to review the information with the patient's physician. No adverse patient effects were reported. Additional information was received that the patient was again seen in clinic and the shock lead impedance measurements were normal. At this time, the physician has elected to closely monitor the patient and no intervention is planned.

Manufacturer narrative:
At this time, no further information is available and our investigation is complete. This investigation will be updated should further information be provided.